Manufacturer narrative:
Concomitant medical products: dtba2q1 crt-d. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead sometimes exhibited low r-waves and that a sudden drop in r-waves was observed at the time of the patient's syncopal episode. The lead also exhibited oversensing and noise, possibly leading to an inhibition of pacing and subsequent syncope. It was also reported that the lead had insulation damage on the defibrillation coil and a slightly increasing defibrillation impedance trend. The insulation defect reportedly led to discomfort for the patient. The lead was reprogrammed and remains in use. It was reported that the patient also experienced discomfort as well as muscle, nerve, and pocket stimulation during left ventricular pacing. The left ventricular (lv) lead was also reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.